Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the inner conductor coil was fractured 200 mm from the terminal pin. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue. The location of the damage site suggests the fracture was a result of stress due to the suture sleeve. Additionally, visual examination of the lead noted calcification of body fluids on the distal shocking coil and lead tip. Resistance and pressure tests were completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Analysis determined that the impedance measurements and delivery of tachy therapy may have been impacted by the calcification of body fluids on the distal shocking coil and lead tip. Calcification, the process in which layers of calcium build up on a surface (e.g., leads), is a patient condition that develops over time in some populations. The mechanism of calcification is assumed to be associated with cell devitalization and accumulation of cellular debris following implantation. Past experience has shown that as calcified material builds up on the electrode surfaces of a lead, impedance measurements increase. Additional information was added to the following fields: b1: adverse event/product problem b2: outcome attributed to adverse event b5: describe event or problem field d6b: explant date h1: type of reportable event h6: impact codes

Event description:
It was reported that this left ventricular lead exhibited low amplitude and high out of range pacing impedance measurements. It was determined that this is a lead issue and the therapy of the left ventricular channel was turned off. A lead revision is planned to be performed when a device change out is required. This lead remains in service. No further adverse patient effects were reported. Additional information was received detailing that this lead was explanted. This lead was returned to boston scientific for analysis.

Manufacturer narrative:
Additional information was added to the following fields: b1: adverse event/product problem b2: outcome attributed to adverse event b5: describe event or problem field d6b: explant date h1: type of reportable event h6: impact codes.

Event description:
It was reported that this left ventricular lead exhibited low amplitude and high out of range pacing impedance measurements. It was determined that this is a lead issue and the therapy of the left ventricular channel was turned off. A lead revision is planned to be performed when a device change out is required. This lead remains in service. No further adverse patient effects were reported. Additional information was received detailing that this lead was explanted. This lead was returned to boston scientific for analysis.

Event description:
It was reported that this left ventricular lead exhibited low amplitude and high out of range pacing impedance measurements. It was determined that this is a lead issue and the therapy of the left ventricular channel was turned off. A lead revision is planned to be performed when a device change out is required. This lead remains in service. No further adverse patient effects were reported.